Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured on the body part. The device was removed from the patient without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.